Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; data review revealed that no error/fault codes had been recorded. The programmer passed the system functional testing. A baseline evaluation was performed, but the touchscreen stopped working after a few minutes of the evaluation. The programmer was observed to have no sensibility on the left side of the display screen; the touchscreen stopped working once the finger pressed the red area. The programmer was dissembled to isolate any non-functioning components involved in the touchscreen assembly. The issue disappeared when the lcd touchscreen laramie was replaced with a known good unit. Upon further detailed analysis, it was found that damage was observed on the flex cable utilized on lcd touchscreen laramie. We have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.

Event description:
It was reported that the latitude programmer touchscreen display would intermittently freeze. During the programmer briefing, some functions could not be controlled via the display. Additionally, the display did not react when a box or some letters of the keyboard was selected and was unresponsive. No adverse patient effects were reported. This product was return for analysis.